Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the patient found leakage from the infusion set and the positive pressure connector when performing intravenous infusion ¿. The product in use at the time is reported to be a mp1000 from lot 21085866. Further information provided by the customer suggests the infusion set used was xinhua infusion set, and no obvious cracks were found on the surface at the time. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 21085866 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
No additional information received on (B)(6) 2023, while inspecting the ward, the patient found leakage from the infusion set and the positive pressure connector when performing intravenous infusion. The nurse immediately replaced the positive pressure connector with a new one. After observation, it was found that the new connector did not leak, and then continued follow up treatment.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked. The following was translated from chinese to english: on (B)(6) 2023, while inspecting the ward, the patient found leakage from the infusion set and the positive pressure connector when performing intravenous infusion. The nurse immediately replaced the positive pressure connector with a new one. After observation, it was found that the new connector did not leak, and then continued follow up treatment.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.